Manufacturer narrative:
Device was received with no button response due to lcd keypad connector unlocked. Unable to confirm battery out limit or perform the self test, unexpected restart error test and displacement test due to button keypad anomaly. Device passed stop current test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's healthcare professional that the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer¿s healthcare professional stated that the insulin pump alarmed battery out limit and unable to clear the alarm even after the battery has been changed. The insulin pump is being replaced and is expected to return for analysis.